Event description:
It was reported that during an unknown procedure, the 52 3-hole r3 shell with a +4 36 20 degree liner and a 36 -3 ox head were removed. The 52 cup had moved and patient was unstable. A 60 zimmer cup was put in with a 40mm liner and we put in a 40 ox head with a plus 8 trunion.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms no relevant supporting clinical information has been provided to assist with a clinical investigation. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. Should any additional clinical information be provided this complaint will be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. Our reference number: (B)(4).